Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. D4: batch# 456c43. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a dent in the nozzle, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, the device was disassembled to verify the integrity of the internal components, and no abnormalities were found. The event described could not be confirmed as the device performed as intended and the articulation mechanism was totally functional during functional testing. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 456c43, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a bariatric procedure, the device would not return to home after pressing the home button. This was outside the body. Case completed with another device. No patient harm was reported.